Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the gauge needle was out of specification. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. It was determined that the most probable cause was due to a blown gauge. As a result, the manometer was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com, d4: UDI (B)(4).

Event description:
It was reported that the pressure gauge was not zeroing. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.